Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. . Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A4 weight - correction. A4 weight units - correction. B5 describe event or problem - correction. E1 initial reporter first name - correction. E1 initial reporter last name - correction. E1 initial reporter email address - correction. E1 initial reporter street line 1 - correction. E1 initial reporter country code- correction. E1 initial reporter city- correction. E1 initial reporter zip code- correction. E1 initial reporter telephone number- correction. H2 type of follow up- correction.

Event description:
Subsequent to the initial MDR, a correction is required.